Event description:
It was reported that the patient experienced inflation issues and pump collapse with an ambicor penile prosthesis (app). A replacement surgery was performed in which the existing app was removed and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.